Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was in the hospital (unrelated) and was unable to charge the ins. It was reported that the device was bad because "the remote was bad." The rep used antenna locate and was able to charge the ins. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative. The patient reported that the device in their back had ¿gone bad.¿ it was also reported that the patient was unable to power up their patient programmer (pp). It was reported that the pp would either show a dark screen or show the mdt splash screen when they try to power it up. It was reported that changing the batteries didn¿t resolve the issue. No symptoms or complications were reported.